Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported there was a call service alarm 127. There was no indication that this issue lead to an adverse event. This is being reported as the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up #1: date of submission: 10/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: a review of the black box and alarm history showed call service 127 alarms. The pump powered on properly with no alarms. The pump was exercised for 24 hours and no call service alarms were emitted.